Event description:
It was reported, one of the pt's surgical incisions was draining. It was reported, the pt was placed on prophylactic antibiotics. F/u identified the issue was caused by a suture which had irritated the pt's skin. It was reported the site had healed and no infection was present.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.